Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. It was reported that the patient had an abandoned product from their device replacement. Patient stated that they have an abundance of scar tissue, which made it difficult for their surgeon to explant all of their lead when they had their device replaced. Patient stated that their surgeon spent 3 hours attempting to make tunnels in their back side in order to get the leads removed. Patient stated that they still have pain from that to this day. Patient stated that the healthcare provider (hcp) would have had to "splice or splay" the patient's whole backside in order to get the leads removed. Patient called to review MRI eligibility with abandoned product. Agent reviewed the information with the patient and redirected patient back to their hcp. Patient stated that their implanting physician passed away, agent emailed physician listings to the patient. Patient stated they need an MRI because they fell and broke their hand, and their doctor is concerned that they damaged tendons and ligaments. Agent attempted to warm transfer patient to registration to update device information, caller disconnected.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3093-28 (lot: v434086); product type: 0200-lead; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.